Event description:
Alleged false positive result. On 9/16/96 a client informed co that subsequent to receiving a hiv positive result on 9/5/96, he received an hiv negative result on 9/16/96 in a follow up testing with his physician. A complaint investigation was launched on 9/23/96. The testing lab's qa and management reviewed test records and reported no findings of inconisitencies or evidence that would contradict the reported test results. Qa performed a second independent review of lab data and concurred with lab's findings. A work flow investigation (qac96-00004) was conducted by a development, and lab personnel. All areas of testing were reviewed from receipt of test card in mailroom, through punching activities, eia screening and ifa confirmatory testing to release of result and reporting. Documentation and reviewed for accuracy, completeness, and conformance to requirements. Reagents, equipment, personnel, sops, and testing protocols were reviewed. Device production batch records were reviewed and retains from same lot of test cards were tested. No issues or problems were idenitified. A summary of the data stored in the computer system (access) was also reviewed with no issues/problems identified. The client sought add'l testing and follow-up care in keeping with the counselor's recommendation. Co medical officer contacted the client and obtained written permission to speak with client's personal physician. Client's physician and co medical officer agreed that another hiv test would be prudent.